Event description:
The husband of a female patient contacted lifecor customer support to report that neither battery pack will hold a charge. Support tried to find a patient services representative (psr) to visit the patient. Husband called back two hours later to state that the battery charger sparked when removed from a wall outlet, and it has not worked since then. A lifecor territory manager (tm) visited the patient and replaced the battery charger and battery packs.

Manufacturer narrative:
Device manufacture date: battery pack - 10/2007, battery pack - 02/2008, battery charger - 09/2002. Device evaluation summary: device evaluations of both batterys, and battery pack charger have been completed. The reported problem was reproduced. The cause of the charger problem was a corroded connector on the battery charger. The root cause of the corroded charger connector was probably liquid spilled into the well of the battery charger. This caused u13 to short and not charge the battery packs. The battery charger was repaired, retested and restocked. Both battery packs were fully functional. They were retested and restocked. No adverse event resulted from the damaged charger. The patient received replacement charger and battery packs.